Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at three months post-implant, this right atrial (ra) lead exhibited loss of capture (loc) and pacing inhibition. The cause for the clinical observations was not reported. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.